Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a death occurred. The target lesion was located in the circumflex artery. A 1.50mm rotalink plus and a 3.00 x 20 mm synergy xd stent were selected for use. The patient presented with chronic total occlusion of the right coronary artery (rca) and left anterior descending (lad) along with 80% occlusion of the circumflex proximal to 1st obtuse marginal (om). The lesion was found to be calcified and rotablator atherectomy was utilized with a 1.50mm burr with the support of a balloon pump. After burring the lesion, a perforation was noted in the proximal circumflex. The patient experienced chest pain and tamponade occurred. A non-boston scientific covered stent was successfully place in the circumflex and a non-boston scientific stent was successfully placed in the om. The patient was stable for 30 minutes and went into ventricular fibrillation. Chest compressions were performed for more than an hour along with at least 9 shocks from the external defibrillator. The patient was re-cathed and the entire left system was shut down with a clot. Balloon angioplasty was performed and synergy xd stent was placed in the ramus. The circumflex and ramous were patent after stent implantation. A heart pump device was inserted and the patient left the catheterization laboratory for the coronary care unit (ccu) in stable condition. The patient died on the same day.